Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Reportedly, the customer went to the emergency room and was provided carbohydrates to address bg. Treatment resolved the issue and there was no permanent damage. Customer was released that same day. Recommendation was made to consult with a healthcare provider regarding diabetes management.